Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 355531 lot# n332657, implanted: 2012 (B)(6), product type screening device. (B)(4).

Event description:
The health care provider confirmed the cause of the event was a fall. The lead migrated. Reprogramming of the device on (B)(6) 2013 restored good coverage. The patient outcome was noted as no injury.

Event description:
It was reported, the patient sustained an injury from a "really hard" fall that occurred "about 6 weeks" prior to the report date. The patient, reportedly, landed on her hip and has had "massive pain" ever since. It was also stated the patient was in "a lot" of pain for the "last couple of weeks" and has been "unable to sit down." The patient took medication, "morphine and hydro," to assist in the discomfort. The patient, reportedly, had an x-ray and reported it was "clear". A problem was also reported with the battery and communication issues. The patient last recharged the device "sometime in the last 14 days." The patient was "getting 0 boxes." Troubleshooting was performed without success. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).